Manufacturer narrative:
1. No nonconformance was found and recorded in the document ((B)(4)) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(6)) and strips (lot#: d220920b-1). 2. The meter was shipped to pdc on 2021-12-28, and strips with 2-year shelf life were manufactured on 2022-09-20. Because the suspected items was not returned to okb, the retained meter (serial#: (B)(6)) was used to re-examine its setting and all functions, and no malfunction occurred. Also, retained strips that were the same batch as suspected ones were obtained from okb's warehouse, and they were used to re-test by the retained meter and any valid control solutions (batch# of level low: 2ah1a04 and exp. By 2025-01-31; batch# of level high: 2ah3a19 and exp. By 2025-01-31). Gcs test results (level low: 61/66; level high: 318/301) met the acceptance criteria (level low: 30~75; level high: 230~340). 3. The root cause of the complaint was unable to be verified without the suspected items and more critical information. Therefore, the complaint has to be closed out if no further action or information from the user.

Event description:
Caller stated that she sought medical attention on (B)(6) 2023 between 2-3:00pm at home. Caller stated that the end-user tested his prodigy meter and received a result of 40mg/dl. A normal result for that time of day is usually around 150-200mg/dl. The caller stated that the paramedics were called a few minutes after testing due to the end-user having difficulty speaking and standing up. Caller stated that the end-user had a few sips of dr. Pepper while waiting for paramedics to arrive. Caller stated that the paramedics arrived within 10 minutes and tested the end-user with their glucometer and received a result of 59mg/dl and 359mg/dl. Paramedics gave the end-user glucose solution to help raise is blood sugar. The end-user was then transported to (B)(6) hospital (B)(6) located at (B)(6). Caller does not recall what the end-users blood glucose was when he arrived at the hospital. Caller stated that the end-user was given x-rays and had bloodwork done and he was given orange juice. Caller stated that the end-user had a change to his insulin prior to the medical event that was from 15-10units twice a day. Caller stated that the end-users blood glucose was 150mg/dl when he was discharged. No additional information was provided.